Event description:
The customer reported a contained leak at the probe on the coulter lh 500 hematology analyzer instrument. The fluids associated with this event are: blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however, the facility has an exposure control or risk management plan in place. On (B)(6) 2012, a field service engineer (fse) was on site and observed a leak at the probe of the instrument. The fse found that pinch valve pv35 was not firing and that the blood sampling valve (bsv) was misaligned. The fse straightened the bsv, replaced the solenoid and replaced the diluter interface card. The leak was fixed. The repairs were verified per established procedures. Failure mode: the cause of the leak was that pinch valve pv35 was not firing and that the blood sampling valve (bsv) was misaligned.

Manufacturer narrative:
(B)(4).